Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a left ventricular (lv) lead a right atrial (ra) lead showed high, out of range pacing impedances and failure to capture on the lv lead. The right ventricular lead showed normal values. Also, the patient was told this lv lead was broken and the ra lead showed noisy signals. The lv lead is turned off. There was no previous historical information on ra and lv lead issues. Both leads remain in service, according to field representative they will monitor and only act if something changes. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a left ventricular (lv) lead a right atrial (ra) lead showed high, out of range pacing impedances and failure to capture on the lv lead. The right ventricular lead showed normal values. Also, the patient was told this lv lead was broken and the ra lead showed noisy signals. The lv lead is turned off. There was no previous historical information on ra and lv lead issues. Both leads remain in service, according to field representative they will monitor and only act if something changes. No adverse patient effects were reported.